Event description:
It was reported by patient's widow patient "was shocked by his defibrillator 47 times" (B)(6) 2010 and doctors told her "he was shocked because he had a bad lead." Widow reported "he started having congestive heart failure after this happened and they couldn't get the fluid off of his lungs. He was fine before and I really think the shocking caused him to pass away."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. Attorney later alleged patient "suffered physical and other injury as a result of the recalled lead" and "on (B)(6) 2009, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949." Further alleges as result of lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." There is no allegation from health care professional that the death was device related. The cause of death has been researched and not received.